Event description:
It is reported that the locking plate fractured.

Manufacturer narrative:
Eval summary: it is indicated that the pt was non compliant which could have been the reason for fracture, but cannot be confirmed with the available info. The surgical technique used is unk, no post op x-rays were provided, pt's height, weight and bone quality are unk. There is insufficient info provided to determine the root cause of the event. Mfg records are in order and do not indicate any mfg anomalies. Sem analysis results indicate that the fracture occurred by fatigue.